Manufacturer narrative:
Medical safety officer review: there is not enough evidence to exclude the impella cp as an associated factor in the patient's outcome. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular tachycardia. The patient was defibrillated. The pump was found to be mispositioned so it was explanted. Upon explant, the patient lost pulses in her leg for which she underwent an embolectomy. The family decided to withdraw care and the patient expired the next day.

Manufacturer narrative:
H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30281.